Event description:
It was reported that the patient's pump had a volume discrepancy. During a refill, the pump's expected residual volume (erv) was 20ml, but the actual residual volume (arv) was 40ml. It was unknown whether this was the first refill attempt since the initial implant. A dye study was attempted; however, the radiologist aborted the procedure when he was only able to aspirate 0.5cc and it had a 'red tint' like a 'blood tint.' He wasn't 100% sure he was in the catheter access port (cap), when he attempted to aspirate. It was also noted that a roller study was performed and the pump logs were checked, both of which came back with normal results. It was reported that the patient was experiencing a lack of efficacy, but thought he might have been getting relief at some point. Three days later, it was reported that the patient's physician thought the catheter was blocked. The patient was to be scheduled for a catheter revision. Eight days later, it was reported that the catheter and pump were both replaced that day. It was stated that the catheter was replaced because no cerebrospinal fluid (csf) could be withdrawn from the cap. It was also noted that they got 'no csf during the revision,' though it was unclear whether this was before or after the catheter replacement. It was also stated that the pump was replaced due to multiple volume discrepancies. There was no injury or adverse event at the time of report. The drugs used in this system were sufentanil, bupivacaine, and prialt. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information revealed there were volume discrepancies and the provider was unable to add fluid to the pump. The medication being delivered was prialt. The catheter and pump were replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final device analysis of the infusion pump revealed the following: there was a deformity of the pump tube and the pumphead s2 was noted for overinfusion. Final device analysis of the catheter revealed the following: there was no significant anomalies noted. The catheter was returned in segments.

Event description:
It was later reported the difficulty was that due to the volume discrepancies they were unable to add fluid to the pump; the fluid was the prialt.

Manufacturer narrative:
This device is included in the medical device correction, "synchromed® ii implantable drug infusion pump overinfusion," customer letter (march 2014).

Manufacturer narrative:
.

Event description:
Additional information received reported the date of event onset was unknown due to "inconsistencies in charting and partial empty and refill". No hospitalization had been required it was noted. It was reported on (B)(6) 2012 the device delivered sufentanil 500mcg/ml at 99.97mcg/day and bupivacaine 15mg/ml at 2.999mg/day in flex dosing for boluses. The expected residual volume (erv) was reportedly 8ml however it was then reported "see notes and printout; printout says 14.6ml". The actual residual volume (arv) had been 8ml. It was unknown how much medication was filled into the reservoir. Then on (B)(6) 2012, the device delivered sufentanil 500mcg/ml at 296.43mcg/day, bupivacaine 15mg/ml at 8.893mg/day and prialt 1.3mcg/ml at 0.7765mcg/day in flex dosing. The erv had been 28.8ml and it was noted no medication was withdrawn, they only added prialt. It was noted on (B)(6) 2012, the device delivered sufentanil 500mcg/ml at 391.04mcg/day, bupivacaine 15mg/ml at 11.715mg/day and prialt 1.3mcg/ml at 1.0291mcg/day in flex dosing for boluses. In terms of the erv, it was noted that one note said 19ml and another said 19.3ml and the printout said 19.3 ml. The arv was found to be 19ml. The procedure note didn't say the actual volume refilled into the reservoir but it was noted the printout said 20ml. Refill notes were referenced and indicated to have been sent to the device manufacturer however they were not received. Additional information has been requested, to obtain the referenced notes but they were not available as of the date of this report. A follow up report will be sent if further information is obtained.

Manufacturer narrative:
.

Event description:
Additional information received reported the pump was accessed with the aid of fluoroscopy on (B)(6) 2012. Eight cubic centimeters (cc) were expected from the pump and that was removed and wasted on the table. The pump was then refilled with a new mixture of medication. The mixture was sufentanil 500 micrograms (mcg) per milliliter (ml) and bupivacaine 15 mg/ml. They listed 40cc. At the time of the refill, it was noted that the health care provider (hcp) could not get all the medication into the pump. It was believed that the hcp was sent 60 cc of the drug instead of 40. Twenty cc of that excess drug was wasted because the hcp could not get it in the pump. The volume was programmed and the patient was placed at simple continuous "route" because the programmer could not adapt to flexible dosing which the patient was on before at that point. The bridge bolus was performed and was 10 hours and 24 minutes. After that, the pump was accessed again via telemetry and the pump was programmed in a flexible dosing pattern. It was reported that on (B)(6) 2012, the patient had 28.8 cc in the pump and the hcp planned to add 0.35 cc to make the new concentration of sufentanil 494 mcg/ml and 14.8 mcg/ml and the new volume 29.15 ml. 0.35 cc of prialt was diluted into 3 cc of normal saline and when the hcp went to put that into the pump, there was inability to introduce more than a cc. There was considerable resistance to flow. Therefore, a 10 cc syringe was connected and the pump was lavaged. As a result, the concentration of prialt was uncertain. It was more dilute than the 0.5 mcg the hcp intended. It was thought to have also diluted the sufentanil and bupivacaine. The plan was to reconstitute the mixtures and proceed with increasing the prialt. The bolus duration was 19.3 hours. Pump telemetry strips were received from telemetry sessions between (B)(6) 2012. As of (B)(6) 2012 the dose was 100.0 mcg/day for fentanyl and 0.4998 milligrams (mg) per day for bupivacaine. There was a 100% dose increase on (B)(6) 2012, followed by a 50% increase 9 days later. The pump was programmed to flex dosing on (B)(6) 2012 with a 72% average daily dose increase. At this point the daily dose of fentanyl was 299.6 mcg/day and the daily dose of bupivacaine was 1.4979 mg/day. There were subsequent dose increases of 25%, 14%, and 24% and the daily doses on (B)(6) 2012 were 911.0 mcg/day for fentanyl and 4.5550 mg/day for bupivacaine. On (B)(6) 2012 the drug was changed from fentanyl and bupivacaine to sufentanyl and bupivacaine, with daily doses of 99.97 mcg and 20999 mg, respectively, and a 62% increase programmed the same day. There were dose increases of 22% and 49% at later dates. On (B)(6) 2012, prialt was added to the pump at a daily dose of 0.7765 mcg. Notes from the refill on (B)(6) 2012 refill stated"challenge single bolus" and a "4 daily bolus" and a 33% average daily dose increase was performed in flex dosing. The event logs were read on (B)(6) 2012, and nothing abnormal was noted. A rotor study done on this date was "ok" and there was a plan to wean the pump down. There was a 25% decrease in the daily dose. There was a further 37% decrease 8 days later and a 60% decrease 2 days after that.